Event description:
It was reported that during a guided infusion site change, the user removed the infusion site from the inserter before re-cocking and inserting, and the site detached when the tape cover was removed, requiring use of a new infusion set to resume insulin delivery; the issue involved user technique during deployment of the infusion set cannula. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem with the cannula and identified a usage problem consistent with an improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.